Event description:
Tonsil-tip catheter was used to suction mucous from pt's mouth. When catheter was removed, the blue tip was missing. Couldn't locate tip in pt's smouth. Although pt displayed no distress. And vital signs remained stable, a stat chest x-ray was performed, as well as a subsequent upper gi and bronchoscopy. These tests did not locate the blue tip. This type of event occurred the previous week also, wherein the blue tip was retrieved from this same pt's mouth, without incident.